Event description:
Same case as: 2134265-2009-02326. It was reported that during a percutaneous coronary intervention, an apex balloon became difficult to move or froze on the choice guidewire. The statement was a general comment made by the physician and no product size, procedure or patient was referenced.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.